Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the device would not hold the drill bits properly could not be confirmed. However, during evaluation, it was determined that the tip of the craniotome device was broken. It was determined that this type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube. This was further classified as misuse, abuse and or error. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device would not hold drill bits properly. During in-house engineering evaluation, it was determined that the tip on the craniotome device was broken. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.